Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that when viewing a patient in the remote monitoring network the patient listed on the top page of the website was listed and the details below and created reports were from a different patient. A ticket was created to investigate. The network remains in use. No patient complications have been reported as a result of this event.